Event description:
It was reported that the biomed getting calibration error 102 (water level not full at start of calibration) and was unsure of actual vs expected. Per sample evaluation results received via (B)(4) on 03apr2025, it was reported that the pump had not been installed correctly. Per follow up information received via (B)(4) on 03apr2025, spoke with biomed who stated this was related to an earlier call where they were replacing the circulation pump. The pump was replaced and received the error when running calibration. They could not confirm the error number and had to refill the device and reset the circulation pump because it had not been installed correctly. Device passed calibration and has been returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is an improperly installed circulation pump. Biomed matt stated this was related to an earlier call where he was replacing the circulation pump. The pump was replaced and he received the error when running calibration. He cannot confirm the error number. He stated he had to refill the device and reset the circulation pump because it had not been installed correctly. Device passed calibration and has been returned to service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is an improperly installed circulation pump. Biomed stated this was related to an earlier call when replacing the circulation pump. The pump was replaced, and the error was received when running calibration. Biomed cannot confirm the error number. Biomed stated had to refill the device and reset the circulation pump because it had not been installed correctly. Device passed calibration and has been returned to service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Service contact bd customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that bd considers repairable. Calibration see arctic sun temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation, or 250 uses, whichever occurs first as indicated by the system display. Per service manual baw2800349 rev 3: 8.19 replace circulation pump tools and supplies required: flat blade screwdriver, small flat blade screwdriver, wire cutters. 1. Lift upper bracket to allow access to the pump per step 8.17. 2. Disconnect the cable that connects the circulation pump to the I/o board. 3. Using a small flat blade screwdriver, loosen the hose clamp that secures the tubing to the back of the manifold. Slide hose clamp backwards onto tube and then remove tube from manifold. 4. Locate the flowmeter cable and disconnect it from j2 on the I/o circuit card. Cut the two wire ties that secure the flowmeter cable to the upper bracket. 5. Using a flat blade screwdriver, remove the four (4) mounting screws that secure the pump to the upper bracket. 6. Carefully remove the circulation pump and replace. Note: when re-connecting cable to pump motor, ensure that the connector is correctly seated, with no exposed pins on either side (see figure 8-46). Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed getting calibration error 102 (water level not full at start of calibration) and was unsure of actual vs expected. Per sample evaluation results received via task on 03apr2025, it was reported that the pump had not been installed correctly. Per follow up information received via task on 03apr2025, spoke with biomed who stated this was related to an earlier call where they were replacing the circulation pump. The pump was replaced and received the error when running calibration. They could not confirm the error number and had to refill the device and reset the circulation pump because it had not been installed correctly. Device passed calibration and has been returned to service.